Event description:
Customer's event description on medwatch: "I hung an IV antibiotic on the pump and immediately the pump beeped. I opened the pump to check the tubing and noticed an extended bubbled part of the tubing." Risk manager stated no flush was given via the injection port on the administration set. The user did not provide any additional patient or event details. No patient harm or medical intervention provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, the set has not been returned. A follow up report will be submitted with failure investigation results should the set be returned for evaluation.